Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion seal to be delaminated and the upstream occlusion seal to be buckled. The downstream and upstream occlusion seals were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted the downstream occlusion seal to be delaminated and the upstream occlusion seal to be buckled. There was no patient involvement, as this was during set up.